Event description:
Boston scientific received information that the patient presented to the physician's office with complaints of the itching at the site of implant. The boston scientific sales representative was not present at the device check and stated that the physician alleged a possible pocket erosion. The patient tested positive for a silcone allergy and the physician is deciding on a course of action. The system currently remains implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that the lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported as a result of the revision procedure.